Event description:
On 4/1/2022, it was reported by an arthrex employee via email that an ar-3638 knotless fibertak anchor would not pass through the guide. Another one was opened, and case was completed without further issues. This was discovered during a procedure on (B)(6)2022. Additional information received on 4/5/2022: this was discovered during a labrum repair procedure and was completed using another ar-3638 knotless fibertak. Nothing broke inside the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Not confirmed. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.